Manufacturer narrative:
Additional information: the device was received for evaluation. Review of the logs for the date of the reported issue revealed the patient had a last fill of 2000 ml from the previous therapy. The initial drain alarm was set to 0 and the patient received a fill of 2500 ml. The device received returned instrument testing evaluation (rite) functional testing. The device was determined to meet functional performance specification requirements per rite testing. The cycler remote toolbox software was used to diagnose the device¿s pneumatic system. No leaks were detected; all pressures were correct and stable. Internal and external inspection was performed and no issues were noted. All connections appear correct and secure. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the patient¿s symptom. In addition, the drain setting was set too low indicating a use error; therefore, the homechoice pro is no longer considered suspect product in this event. The homechoice apd systems trainer's guide warns that "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis patient experienced fullness and difficulty breathing during drain 2 of 5. The patient was connected to the homechoice pro device at the time of the events. The caregiver reported the device went into fill 3 of 5 phase without user intervention and the patient felt better. Renal therapy services (rts) had the caregiver select manual drain. The caregiver stated that the device stopped fill by itself and that the patient stated that they were relieved. Rts advised the caregiver to swap the device, to contact the pd nurse and to end the therapy. Rts had discussed using manuals. The caregiver refused to end the therapy. Rts advised the caregiver to do manual drain if symptoms repeat and no bypasses. The caregiver stated that they did a manual drain off the device yesterday morning after the programmed last fill. There was no report of medical intervention associated with this event. At the time of this report, the patient outcome was not reported. No additional information is available.